Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that low hv lead impedance on the svc to can vector was observed. The device reprogrammed to rv to can vector with the svc off. The lead remains implanted however, lead damage was suspected.